Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via mail that the vapr vue generator gives interference problems with the video column. It was discovered pre operatively. The outcome of the patient and event are unknown. It is unknown how the surgery was ended. It was mentioned that the customer doesn't have any further information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional information: a device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A non-conformance search was performed and no non-conformances were identified for the part/lot number combination. Device evaluation: the device was received and evaluated at the service center. The complaint was not confirmed. No defect was found upon evaluating the device at the service center. Since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).